Event description:
The facility reported a colleague infusion pump with an inoperable channel a pumphead module keypad. During product evaluation by a baxter service technician, this condition was confirmed with the technician finding all keys, including the channel select and stop keys, inoperable on the channel a pumphead module keypad. It is unknown when or in which care area the reported condition occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The pt had pain across her lower back area. It was noted that she had been on antibiotics since the implant due to an infection and now had been off them for 3 weeks now. Add'l info was requested.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with an inoperable channel a pumphead module (phm) keypad was confirmed during product evaluation with all channel a phm keys, including the channel select and stop keys, found to be inoperable. This condition was caused by a faulty channel a phm keypad. The channel a phm keypad was replaced to correct the reported condition.